Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194 implantable pacing lead (B)(6) 2008; 6947 implantable tachy lead (B)(6) 2008. (B)(4).

Event description:
It was reported that the battery was depleted in less than two years. The device was explanted and replaced. No patient complications have been reported as a result of this event.